Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with retains. Source: phone.

Event description:
Reported 5 false positive results. The consumer communicated that 2 of the results were confirmed negative by molecular (pcr). Unknown if other results were confirmed. Confirmation method(s) not provided.